Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the systems main cart monitor displayed 'no video detected' and the systems camera cart monitor displayed 'no source signal' upon boot up. During troubleshooting, the clinical specialist (cs) confirmed all lights look good on the uninterruptible power supply (ups) and computer. The cs reseated the high-definition multimedia interface (hdmi) cable into the back of the main cart monitor - issue persisted. The cs reseated the display port (dp) cable into the back of the camera cart monitor - issue persisted. The cs hard reboot the system, unplugged from wall power for a minute and reseated the cable between the main cart and camera cart. Cs reported upon reboot, the issue persisted. The cs confirmed that the main cart video input was hdmi mode and the camera cart video input was dp mode - issue persisted. The cs plugged in a known working hdmi cable from the computer to the main cart monitor. The cs reported the systems main cart monitor still displayed 'no video detected' - issue persisted. The cs got another known working navigation system and plugged in hdmi cable from the computer from the ¿non-functioning¿ navigation system into ¿functioning¿ navigation system's main cart monitor. The cs reported the monitor displayed 'no video detected.' The cs plugged the hdmi cable from the computer on ¿functioning¿ navigation system to the ¿non-functioning¿ navigation system main cart monitor. The cs reported the issue resolved. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764r, h3, h6: multiple fdd/annex a codes were reported. A0902 was coded for main cart monitor displayed 'no video detected'. A110201 was coded for camera cart monitor displayed 'no source signal' upon boot up. A1102 was code for displayed 'no video detected' and displayed 'no source signal'. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. The computer was replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the 9735764r computer (lot number: 2004c02003) was returned to the manufacturer for evaluation. It was reported that the computer did not display image to monitor on all ports, dvi, dp or hdmi, due to a bad graphics card. The computer's dvd connection was broken upon receipt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.